Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of a 23mm sapien 3 valve, in the pulmonary position by transfemoral approach. First, a non-edwards stent was implanted in a calcified pulmonary conduit. Angiographic measurement of the stent diameter was 17mm. The team proceeded to implant the 23mm sapien 3 valve, as it was thought that the stent would expand to accommodate the 23mm edwards sapien 3 valve. After the implant, a gradient was noticed so it decided to post dilate the valve with a non-edwards 20mm balloon. After ballooning, significant central regurgitation was observed. No additional actions were performed. The patient was stable. As per medical opinion, the potential root cause of the central regurgitation might be related to the use of the high-atmosphere balloon.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve central regurgitation was unable to be confirmed based on provided imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing edwards' technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''proceeded to implant the 23mm sapien 3 valve, it was thought that the cp stent would expand. After the implant, a gradient was noticed so it decided to post dilated with a bard 20mm balloon, after a massive insufficiency occurred.'' Per provided medical opinion, ''the potential root cause of the central regurgitation might be related to the use of the high-atmosphere balloon.'' Post dilation poses an associated risk of central regurgitation and is identified as one of the potential root causes of this event per technical. Per the training manual, ''if post-dilation is needed, it should be performed with the delivery system'' and ''if regurgitation is central rather than paravalvular, do not post-dilate). In this case, the valve was post-dilated with a non-edwards high pressure balloon, which likely resulted in inability of the valve leaflets to properly function due to increased valve diameter. The increase in the valve diameter may prevent proper motion of the thv leaflets, resulting in thv regurgitation. As such, available information suggests that procedural factors (post-dilation with non-edwards balloon) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor pra is required. Control limits are managed and assessed through. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.